Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient to the manufacturer representative (rep) that at (B)(6) 2019 the patient had experienced a shocking sensation in their right leg and upper buttock. It was noted that the uncomfortable sensation lessened when the device had been turned off. The rep noted that there had been no environmental/external or patient factors involved. The rep reported that the patient had tried multiple programs and noted that an impedance test was within normal parameters. For actions/interventions taken to resolve the issue, the patient was re-programmed and the patient was instructed to try the four new programs. It was noted if the shocking continued the patient would need to schedule a removal. It was noted that the issue was not resolved at the time of this report. There were no further complications reported.